Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder (lot: 8278559) was attempted to be implanted utilizing a 6f non-abbott delivery sheath. During deployment of the occluder, a cobra deformation was observed. The device was recaptured and attempted to be redeployed, but the issue persisted. The procedure was then ended as same size replacement devices were not available. The patient remained hemodynamically stable throughout the procedure. There was no reported adverse patient consequences and no clinically significant delay. There was no device interaction with cardiac structures, the device was never released from the delivery system, and there was no kinks or angulation in the delivery system. The patient was reportedly discharged.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder (lot: 8278559) was attempted to be implanted utilizing a 6f non-abbott delivery sheath. During deployment of the occluder, a cobra deformation was observed. The device was recaptured and attempted to be redeployed, but the issue persisted. The procedure was then ended as same size replacement devices were not available. The patient remained hemodynamically stable throughout the procedure. There was no reported adverse patient consequences and no clinically significant delay. There was no device interaction with cardiac structures, the device was never released from the delivery system, and there was no kinks or angulation in the delivery system. The patient was reportedly discharged.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.